Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the device test a faulty pcb pneumatic controller was determined to be the root cause for the malfunction. The device passed a full functional test after replacing the board and reinstalling the software. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a warm start whilst on a patient. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a warm start whilst on a patient. No injury was reported.